Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended some troubleshooting techniques. The patient will continue to be monitored. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient's system consists of a boston scientific device and a competitive right ventricular (rv) lead. The patient had been lost to follow up since 2009. Impedance , r-waves and capture are all within normal limits today. However, a review of the daily measurements showed some impedance measurements greater than 2000 ohms. The patient has not experienced an recent accidents or trauma to the area. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received regarding the previously reported clinical observations. The physician performed extensive lead fluoroscopy to determine if there was evidence of an external abrasion of the associated rv lead. The physician determined that the lead was intact. The lead remains in service as there have been no impedance spikes on the shocking portion, no evidence of noise or reproducible noise and the patient does not receive ventricular pacing. This product issue will be updated if additional information is received.